Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and discovered that the customer had ran samples spun at stat spin for 4 minutes at 5100 (rpm) revolutions per minute. Ccc instructed the customer to run samples on for 10 minutes at 300 rpm. Ccc had also instructed the customer to run precisions on both instruments, which resulted acceptable. Quality control, pump rate, dilution check and calibration, resulted all within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data files and found no issues with the instrument. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on several patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s). Some samples were repeated on an alternate instrument, resulting higher. The customer ran quality controls (qc) on the original dimension exl instrument, resulting within range. Ten previously ran discordant, falsely low na results obtained on the dimension exl 200 instrument, were repeated on the same instrument after qc was run, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.